Manufacturer narrative:
Initial and final MDR 1901017 - MDR 3003442380-2024-11368 - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported patient faced infusion set tubing leak event on (B)(6) 2024.the infusion set was in use for about two days. The glucose level was high (specific value was unknown). No further information available.